Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the device jammed. The surgeon nicked an artery during removal of the device. They then converted to an open surgery and completed the case with sutures. The patient had much bleeding and required 2 units of blood in the or and 1 additional unit in ICU. There was additional or time required. The pt is stable at this time.